Manufacturer narrative:
Depth analysis of the device returned was performed; functional check assessment revealed sensor reacts in conformity with manufacturing process : normal value displayed when connected to a monitor, sensor is reactive to mechanical stress on the membrane; and when placed in a water column at several pressures, values obtained are stable and in conformity with manufacturing normal values.

Event description:
In the evening of a new intra cranial pressure sensor implant (sensor implanted in the afternoon the same day), very high values of intra cranial pressure were suddenly displayed. For safety reasons, a scanner was performed in emergency to check any potential bleeding and the patient has been intubated; no issue was noted and the sensor was changed. Thereafter, normal values of the intracranial pressure were displayed.

Manufacturer narrative:
Pending device return for analysis.

Event description:
In the evening of a new intra cranial pressure sensor implant (sensor implanted in the afternoon the same day), very high values of intra cranial pressure were suddenly displayed. For safety reasons, a scanner was performed in emergency to check any potential bleeding and the patient has been intubated; no issue was noted and the sensor was changed. Thereafter, normal values of the intracranial pressure were displayed.